Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of d4 model # and catalog # fields deems required. This is based on the internal evaluation. Previous d4. Model # ard568221510c. Catalog # ard568221510c. Corrected d4. Model # ard567801094. Catalog # ard567801094.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- x-ten. As it was stated, the spring arm broke, leading to detachment of headlight with fork. It was confirmed the issue did not resulted in any injury however we decided to report this case in abundance of caution as detachment of headlight into sterile field may lead to serious injury. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the spring arm should not brake and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. The rupture of the front pivot was caused by a tearing of the spring arm tube at the edge of the welding joint. The contributing factors correspond to excessive or repetitive mechanical stresses. The spring arm design changed, in 2006, by increasing the thickness of the tube. The field action z-1927-2018 (msa/2017/002/iu) was launched in september 2017 in order to replace the former acrobat 2000 spring arms, manufactured between 2004 and 2006, by the new spring arms including a tube thickness of 2,35 mm. The spring arm involved must be replaced following the instruction of the service bulletin sb 36 and the field safety notice. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights- x-ten. As it was stated, the spring arm broke, leading to detachment of headlight with fork. It was confirmed the issue did not resulted in any injury however we decided to report this case in abundance of caution as detachment of headlight into sterile field may lead to serious injury.